Manufacturer narrative:
(B)(4) - investigation on the cup. This follow-up report is being submitted to relay additional information. The following section has been updated : b4, d3, g1-2, g4, g7, h1, h2, h6, h10. Pictures have been received but it did not shown the involved product (the cup and the inlay). Regarding the x-ray received, it can be noticed that the head is not centered in the cup. This could be explained by the inlay wear but it is not the only cause that could explain the position of the head. Therefore, the reported event could not be confirmed. The product was not returned due to covid19 situation which prevent the sales rep to pick up the product at the hospital. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Within 3 years, only the current complaint has been recorded regarding a revision on avantage reload. Acetabular cup / cementless / size 50 , reference (B)(4) batch 0000759720. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. The result of the investigation has been communicated to the complainant through a letter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a hip implant due to arthrosis. Seven years later, the patient had a revision surgery of the cup and the liner as it has been noticed an excessive wear of the liner. The patient went to the surgeon as he was hearing some noises. The liner was completely worn and the head was articulating on the metal part of the cup. It can be noticed that the patient fell around 3 years ago and broke his femour. This report handle the cup.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that on (B)(6) 2013 the patient had a hip implant due to arthrosis. On (B)(6) 2020 the patient had a revision surgery of the cup and the liner as it has been noticed an excessive wear of the liner. The patient went to the surgeon as he was hearing some noises. The liner was completely worn and the head was articulating on the metal part of the cup. It can be noticed that the patient fell around 3 years ago and broke his femur. This report handle the cup.